Event description:
This report is being supplemented to provide additional information/corrected data (b5) regarding the reported event. Additional information received clarified that troubleshooting was done after the procedure was over and not during the procedure as previously reported under the initial MDR.

Event description:
It was reported that during an unspecified endoscopy procedure with an active bleed, the scope stopped working and a communication error message appeared on the screen. Troubleshooting with multiple 190 scopes including powering off both systems, and changing endoscopy rooms was attempted to no avail. Per the customer, the issue resolved with using a 180 scope. Additional information is unavailable at this time. The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.